Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. 11/06/2015: report was delayed due to an esg issue. Ticket # (B )(4) was opened on october 30, 2015 and was not resolved until 11/06/2015.

Event description:
As reported to coloplast, though not verified, the patient was implanted with competitor's product, coloplast restorelle dfp and restorelle dfa on (B)(6) 2011. Later, the patient experienced pain, suffered disability, loss of enjoyment of life and inability to engage in chosen and necessary activities.